Event description:
This 43 year old female underwent a bilateral augmentation mastoplasty silicone gel breast implants about 20 yrs ago. Recent breast biopsies revealed silicone granulomas consistent with implant rupture on the right side. Gross exam: the right implant's outer envelope contains an irregular laceration which exudes a tenacious clear gel-like material. The implant weighs 220 gm. The left implant, weighing 230 gm, is covered by a thin layer of tenacious clear gel-like material. There are several small pin-point defects which exude the gelantinous substance.